Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed an infection and was treated with oral antibiotics for two weeks. The pocket and electrode still showed signs of infection, therefore the entire system was explanted. No additional adverse patient effects were reported. The hospital retained the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.